Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. Customer was consistently able to resume insulin delivery after 20-30 minutes. Customer reported that their blood glucose level was 236 mg/dl. Customer indicated that bolus would be administered.